Event description:
Pt injected with radiesse dermal filler in the nl folds on (B)(6) 2010; no blanching was noted by dr. (B)(6). Two days later ((B)(6) 2010), the pt contacted (B)(6) and was seen by another physician. He noted pain and erythema, single sided, near the nasal ala. The pt was prescribed cortisone cream. On (B)(6) 2010, dr. (B)(6) spoke with the pt and prescribed oral antibiotics. That evening, the pt went to the ER, since the pain worsened. There the pt was also prescribed acyclovir and oral steroids, but could not pick up prescription yet (as of noon on sunday, (B)(6)). Dr. (B)(6) saw the pt on (B)(6) 2010 and noted a small dark area beside her nose, which also appears to be necrotic. He prescribed nitropaste, no smoking and take aspirin for pain. He also recommended to continue the antibiotics and antiviral. Dr. (B)(6) also recommended that the pt see an intern for coagulation with lovenox, but intern feels it is too risky at this time.

Manufacturer narrative:
Dr. (B)(6) spoke with (B)(6) consulting physician dr. (B)(6) to discuss treatment plan. At one week post injection, the treatment would be the same to prevent further damage to the skin. Dr. (B)(6) agreed with continuing the (B)(6) 2010, it was indicated that the pt is better. The radiesse lot number was not provided.